Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 290 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. No button error alarm noted. The insulin pump had an intermittent up arrow button due to corroded keypad trace. The insulin pump had missing display window, missing end cap sticker, battery tube threads broken, broken reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.